Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was an attempted implant due to sensing issues, with no viable vectors noted. A transvenous system was implanted instead. No additional adverse patient effects were reported.